Event description:
Home monitoring recorded two vf episodes, which the physician noted to be noise. This lead was explanted. No add'l info is available. Should add'l info become available, this event will be updated.